Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier was unable to duplicate the customer complaint. The unit as received was fully functional. The unit power supply requires and update. The problem could possibly be due to an intermittent crystal on the controller board. The unit was updated and replaced x1 crystal on the controller board. The unit was retested. No product failure indicated. Trends will be monitored for this and similar complaints. At the present time the complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Please be advised that this report is being filed to reflect the correct alert date of december 6, 2013 per the new matrix that went into effect on 12/6/2013. Upon completion of the investigation, a follow up report will be filed.

Event description:
Please be advised that this report is being filed to reflect the new alert date of december 6, 2013.

Event description:
The output level of the device for coagulation could not be changed. There was a functional problem with dial control. There were no adverse consequences to the patient. There was no delay greater than 30 minutes.